Event description:
Reporter indicated that the patient was scheduled for explant of bipolar lead due to infection. It was reported that the patient developed an infection at the neck incision and that the generator would be left in place in hopes to replace the lead when the infection is cleared.